Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported high blood glucose. Customer's blood glucose was 459 mg/dl. Troubleshooting was done. Customer treated high blood glucose with insulin pen. Customer does not have the tubing clamp available advised will send out tubing clamp. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.